Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the "patient presented for regular dialysis treatment. Dressing changed and dialysis catheter checked, no visible cracks or leak noted. Patient connected to the dialysis machine, approx 10 minutes later machine alarmed "air detector alarm" and staff member observed blood oozing from the catheter. Treatment terminated immediately. Relevant blood taken. Clamped dialysis catheter as per unit policy with the relevant clamp." Temporary femoral catheter inserted.